Event description:
The patient has a history of left bundle congestive heart failure and aortic valve replacement. He has chronic congestive heart failure and had a biventricular defibrillator inserted in 2006. This was a medtronic 7299. The defibrillator lead was a medtronic 6949. This lead has had a warning concerning possible lead malfunction. He was doing well with defibrillator check in january showing the lead to be functioning well. The patient suddenly had the onset of 6 discharges from his defibrillator without any prior warning. A magnet was applied to the defibrillator and he was transferred to the hospital where interrogation revealed that there was appropriate discharge secondary to noise in the system. There was high impedance in the right ventricular lead. This was a dramatic change compared to the pacemaker check one month previously. It was felt that there was a fracture in the lead and, therefore, the defibrillator was turned off. The patient has a st. Jude aortic valve. The patient was taken to the cardiac cath lab where he was intubated and placed under general anesthesia. The defibrillator pocket was then opened using sharp and blunt dissection and the previous defibrillator battery was removed from the pocket. This is a medtronic 7299. The existing defibrillator lead is a medtronic model #6959. This was inserted in 2006. All the leads were freed from scar tissue using cautery. The existing coronary sinus lead was a medtronic 4194. On inspection, it was evident that there were multiple areas of breaks in the insulation. The coronary sinus lead was checked and found to have a very high threshold of approximately 5 volts at 1.5 msec. Previous checks had shown that the threshold was less than 3 volts at 0.5 msec. It was felt that the lead had either retracted or there was a problem in the lead itself. Therefore, it was decided to insert a new coronary sinus lead. Because the subclavian vein was very tight, the old right ventricular lead was then freed from the fascia. A stylette was inserted and the screw was retracted. The lead was then removed without much difficulty. On inspection, there was a crack in the lead, probably at the site of the old sleeve. Since the lead does have a recall, it will be sent for inspection.